Manufacturer narrative:
Supplemental report is being submitted to correct the number of events summarized to a single event. Each individual event will have its own associated medwatch form 3500a.

Event description:
Suspected deflation of three sets of implants.